Event description:
It was reported that the patient was implanted a metasul head 28/0 on (B)(6) 2004 (it is assumed that implantation date was (B)(6) 2004). The patient was revised on (B)(6) 2014 due to breakage of acetabular component.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot number was received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt(B)(4).